Manufacturer narrative:
Lot number:5rsa022; expiration date: sep-2018.

Event description:
This case was related to cases: (B)(4) (cluster-same reporter). This unsolicited case from united states was received on 14-jul-2016 from a physician. This case involves a (B)(6) male patient who's both knees swelled (latency: unknown) after receiving third injection of synvisc. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection at a dose of 2ml (indication, frequency: not provided) (batch/ lot number: 5rsa021 and expiration date: aug-2018, batch/ lot number: 5rsa022 and expiration date: sep-2018) into both the knees. The reporter stated that after the third synvisc injection, on an unspecified date, after unknown latency, both knees of the patient swelled and the patient was treated with a steroid injection. Action taken: unknown. Outcome: not recovered/ not resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsa022 expiration date (09/2018) and lot # 5rsa021 expiration date (08/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot # 5rsa022 and lot # 5rsa021 no CAPA was required. (B)(4) global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 20-jul-16, there were a total of (B)(4) complaints on file for lot# 5rsa022 and all related sub-lots and there were a total of (B)(4) complaints on file for lot# 5rsa021 and all related sub-lots. There was (B)(4) complaint on file for lot# 5rsa022za: ((B)(4) barrel breakages/(B)(4) broken finger flange). There were (B)(4) complaints for lot #5rsa022: ((B)(4)) broken luer-lok hub and ((B)(4)) adverse event report. There were (B)(4) complaints on file for lot# 5rsa021z: ((B)(4)) barrel breakages, ((B)(4)) adverse event reports, ((B)(4)) extrusion difficulty, ((B)(4)) leaky syringe and ((B)(4)) tip breakage. There were (B)(4) complaints for lot #5rsa021: ((B)(4)) barrel breakages, ((B)(4)) barrel breakage/loose finger flange, ((B)(4)) tip breakage and ((b)(5)) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 20-jul-2016. Expiration dates of both batch/lot numbers were added. Global ptc number and ptc results were added. Clinical course was updated. Text was amended accordingly.